Event description:
Circumstances of occurrence / description of facts: syringe taken to withdraw ampoules of nefopam. When the de set his syringe to purge the air (plunger upwards), the drug flowed down the syringe around the gasket: a priori non-hermetic gasket. Change of syringe. Syringe kept for analysis.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, evidence of liquid past the stopper ribs was observed, verifying the reported incident. There was no damage or other defect identified to indicate why the leak occurred. A device history review was performed for reported lot 2403089, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned product, all product was verified to meet required specification. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.